Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead. Coagulated blood was identified in the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, coagulated blood was identified in the lead. There was no sign of a material or manufacturing problem.

Event description:
This lead was explanted because the lead would not remain in a stable position in the target vessel. Should additional information be received, this file will be updated.